Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 167 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.